Event description:
Event description guidant received information that noise was noted on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). The noise cannot be reproduced with pocket manipulation and isometrics. The patient is pacemaker dependent and when the noise occurs, pacing is inhibited. However, the patient has had no symptoms as the episodes have occurred while the patient was sleeping.